Event description:
Patient's parent contacted dexcom technical support on (B)(6) 2014, to report that the sensor was inaccurate on (B)(6) 2014. Patient's parent claims that the device read 175 points while the fingerstick value was 83. Patient did not report any injuries or medical intervention at the time of contact with dexcom technical support.